Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection, all deployed staples of two lines on the anus side were malformed at the first firing on the rectum; some of them were loosely b-formed and the others were formed in lumbricoid shape. Oozing occurred. The cartridge was gold. Another echelon device was fired on the anus side and the case was completed. The amount of oozing was unknown. Blood transfusion was not required. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n53c1y. The analysis found that one ec45a device was returned in good visual condition and with one ecr45d cartridge loaded in the device. The cartridge reload was received fully fired and with a driver exposed in the cartridge deck. The cartridge was disassembled to verify the condition of the internal components and a driver misaligned was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to misaligned. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.